Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-05. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted unit, a bd 10 ml syringe, and miscellaneous extension tubing. During the visual/microscopic examination it was observed that the luer threads were larger than the opening of the extension tubing and a scratch was observed on one side of the luer, confirming the reported issue. A representative unit was successfully connected to the returned extension tubing without issue. Although no quality issues were identified during the manufacturing process, the defect is likely related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a defective/damaged/deformed catheter adapter/connector/hub. The following information was provided by the initial reporter: rn called stating that she found a catheter 24g that did not function. The catheter would not screw on the extension, connection issue. Material# 381512, lot#0238541, date of event: 12/22/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a defective/damaged/deformed catheter adapter/connector/hub. The following information was provided by the initial reporter: rn called stating that she found a catheter 24g that did not function. The catheter would not screw on the extension, connection issue. Material# 381512, lot#0238541, date of event: (B)(6) 2020.